Event description:
Customer reported it makes unstable rotation. During service, technician found no function. The gear switch was broken.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, damaged gear was found due to normal wear. Gear, bearing, and shaft replaced. Device repaired and returned.